Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating and subsequently the pump shutdown. The customer continued to use the pump for insulin therapy. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level of "high," exact value was not provided. Cause was unknown. Customer delivered a correction bolus to address high bg.